Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 9 while attempting to reload a cartridge. Reportedly, the customer had filled the cartridge with 240 units of insulin. Additionally, the customer was unable to resume pump due to the pump requested a new cartridge on the pump. Tandem technical support, reviewed pump logs and was unable to confirm any alerts or alarms. The customer's blood glucose (bg) level was 174 mg/dl, at the time tandem technical support was contacted the bg level had not yet lowered and a bolus was delivered to address the bg level. During troubleshooting with tandem technical support, it was noted that the customer was refilling cartridges.